Event description:
It was reported the rf (radio frequency) head is non functioning and is defective. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that when the cable was moved, connection with an implanted device was lost. It was also noted that the device failed telemetry testing.